Event description:
Per provider head section of the bed is allegedly dropping. Patient injured.

Manufacturer narrative:
(B)(4). MFR. Report # 1031452-2013-00792 indicating the manufacturer as carroll healthcare when the actual manufacturer is invacare (B)(4).